Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service (ts) recommended device replacement within 90 days. To date, device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service (ts) recommended device replacement within 90 days. To date, device remains in service. No adverse patient effects were reported.